Event description:
It was reported that the mega needle driver instrument cable was shredding as the surgeon threw the needle during a da vinci hysterectomy procedure. The cable fell into the patient and it is unknown at this time how it was retrieved. On (B)(4) 2014, an isi representative contacted the site and it was indicated that the instrument cable broke while inside the patient and that no fragments fell into the patient. The instrument was removed and a similar backup instrument was used to complete the planned procedure. There was no patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.